Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. B40021) for female sterilisation. The patient had a medical history of adenomyosis, chronic cervicitis, appendectomy, cesarean section, anxiety disorder, oligomenorrhea, fatty liver, vitamin d deficiency, seizure, chronic migraine, gastroesophageal reflux disease, urinary tract infection, hyperlipidemia, diabetes mellitus, depression, parity 3 (gravida 3 para 3 term 2 preterm 1 living 3), multi gravida and pelvic pain. Previously administered products included: ciprofloxacin for allergy, penicillin nos for hives and mirena for no period. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3107 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral tubal occlusion via the essure devices [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis with squamous metaplasia endometrium: proliferative; no evidence of atypical hyperplasia or malignancy myometrium: superficial adenomyosis serosa: fibrous adhesions fallopian tubes: embedded essure coils within the proximal lumen of each fallopian tube and uterine cornu. Clinical information: pelvic pain, history of essure placement. Gross description: myometrial nodules/lesions: embedded essure coils in bilateral cornu. Fallopian tube, right: portion of essure coil within the proximal lumen. Fallopian tube, left: portion of essure coil within the proximal lumen. Batch no b40021; lot number: b40021; manufacture date: 2013-05; expiration date: 2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. B40021) for female sterilisation. The patient had a medical history of adenomyosis, chronic cervicitis, appendectomy, cesarean section, anxiety disorder, oligomenorrhea, fatty liver, vitamin d deficiency, seizure, chronic migraine, gastroesophageal reflux disease, urinary tract infection, hyperlipidemia, diabetes mellitus, depression, parity 3 (gravida 3. Para 3. Term 2. Preterm 1. Living 3), multi gravida and pelvic pain. Previously administered products included: ciprofloxacin for allergy, penicillin nos for hives and mirena for no period. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3107 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral tubal occlusion via the essure devices [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: acute and chronic cervicitis with squamous metaplasia. Endometrium: proliferative; no evidence of atypical hyperplasia or malignancy. Myometrium: superficial adenomyosis. Serosa: fibrous adhesions. Fallopian tubes: embedded essure coils within the proximal lumen of each fallopian tube and uterine cornu. Clinical information: pelvic pain, history of essure placement. Gross description: myometrial nodules/lesions: embedded essure coils in bilateral cornu. Fallopian tube, right: portion of essure coil within the proximal lumen. Fallopian tube, left: portion of essure coil within the proximal lumen. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.